Event description:
Related manufacturer's reference number: 2017865-2021-32144. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was successful. Upon interrogation, it was discovered that the right ventricular (rv) lead exhibited inadequate capture. The rv lead was capped on (B)(6) 2021. Patient was in stable condition.

Manufacturer narrative:
Correction: component code in h6 should have been for lead not device.